Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The evaluation of the reported problem (damaged cable) confirmed. Upon investigation, the belt failed an ECG falloff test. The cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging all the wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.